Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-3740sp double loaded knotless knee fibertak anchor pulled out while tension was being applied to the loop after the anchor was placed into bone. The anchor was removed, and the procedure was completed using a replacement ar-3740sp anchor. There was no significant procedural delay, no additional anesthesia was required, and no adverse effects were reported. The issue occurred during a procedure on (B)(6) 2026, with no reported patient harm.